Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left common femoral artery with severe stenosis and moderate tortuosity. The 8 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and resistance was noted with the anatomy. The balloon was inflated twice to 8 atmospheres and ruptured. No replacement was used. There were no adverse patient effects. No additional information was provided.